Event description:
Philips received a complaint on the xl+ device indicating that the discharge cannot be performed. The fse evaluated the device on site. The fse pressed and released the sync button prompt, also pressed the sync from no button response menu, the test marked fail and the test op check fails, according to the service manual after leaving the device unattended, and operation check completed successfully, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. It has been concluded that no further action is required at this time.